Manufacturer narrative:
Evaluation summary: the devices were received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The devices were tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.

Event description:
It was reported the first device was attached, tested, and received an error 5 instrument error. The instrument was retightened and retorqued, retested and received the same error 5 instrument error. A second device was tried and another error 5 instrument error occurred. The customer tried a third device, attached the instrument, torqued, tested, passed all tests, and the case was completed with no pt consequence.